Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that the patient presented to the emergency room after feeling two high voltage shocks. Subsequent interrogation of the implantable cardioverter defibrillator revealed three instances of high voltage therapy that failed to convert the patient¿s arrhythmia, as well as undersensing. The healthcare provider was able to reprogram the device. The patient was stable. Related manufacturer reference number: 017865-2019-05053.